Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -7.50/1.50/123 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The lens had tore/broke during injection/delivery into the eye. There was lens dislocation and subluxation and double vision. On (B)(6) 2024 the lens was repositioned, also on this date the lens was explanted and replaced with a same length lens and the problem was resolved. The cause of the event was reported as unknown. H6 - health effect clinical code 4581 - double vision. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -7.5/1.5/122 (sphere/cylinder/axis) lens tore during injection/delivery into the right eye (od) of a patient with pre-existing progressive myopia, on (B)(6) 2023. Lens dislocation/subluxation and double vision are observed. Cause of the event is unknown. Reportedly, "haptics cut." The problem is not resolved.

Manufacturer narrative:
A4-a6: unk. H6: off-label: pre-existing myopia. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).